Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient experienced a hypoglycemic event and loss of consciousness after having experienced an unknown sensor issue. The patient stated that during the event the dexcom was not sending information to her pump, but the patient could not remember the exact error message. An ambulance was called as the patient was not responding and had lost consciousness. When the paramedics arrived, the patient received intravenous sugar treatment. Patient was discharged the day after the event. The patient was unable to provide any further details regarding the hospitalization including the length of time spent in the hospital as they did not remember any. At the time of the report, it was understood that the patient had recovered but had a headache and was tired. The patient was not using the pump in a close loop system during the time of the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.